Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead exhibited extreme undersensing. The patient was currently hospitalized with poor prognosis but is scheduled to see a nurse practitioner a few weeks after they are discharged.

Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves. It was also reported that the patient received inappropriate anti-tachycardia pacing from the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response. No action was reported to have been taken. The lead and crt-d remain in use. No patient complications have been reported as a result of this event.